Event description:
A customer reported receiving higher glucose results from an abbott diabetes care (adc) device. The customer received higher adc device scan result of 350 mg/dl compared to blood glucose reading of 102 mg/dl respectively obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown whether the customer noted a trend arrow on the device. The customer experienced seizure with defining symptoms of "rolling and fleeting eyes". The customer had contact with a healthcare professional (hcp) who obtained unspecified blood glucose readings on an hcp meter device. The customer received an unspecified intravenous medication for treatment. Additionally, the customer received unspecified medication for treatment of seizure. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.